Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers 3 and 4 failed. A field service engineer found that drawers 3 and 4 were not functioning. Upon inspecting the rear of the drawers, the engineer noticed that the pyxibus board was not functioning. The engineer replaced both the pyxibus board and the drawer controller boards. After replacement, the engineer contacted cubex to configure the drawers and confirmed that all tests passed, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer 03 and 04 failed to open. Customer states lot of medication was unable to issues but to drawer malfunction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.